Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid right coronary artery with moderate tortuosity and heavy calcification. Two unknown stents were implanted and post-dilatation was performed with the 3.0 x 15 mm trek. The balloon was inflated two times to 14 atmospheres (atm); however, a balloon rupture occurred on the third inflation of 14 atm. The 3.5 x 20 mm voyager nc was then advanced and inflated; however, this balloon ruptured on the second inflation of 22 atm. An nc mercury balloon was then used to complete the procedure successfully. It was noted that the severe calcium may have been the cause of the balloon ruptures. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The rx trek is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis revealed a longitudinal rupture in the middle of the balloon, confirming the reported complaint. The scanning electron microscopy (sem) lab analysis indicated a longitudinal leak with mechanical damage leading to and intersecting the rupture edge. The sem report determined that the balloon failure was likely attributed to mechanical damage to the outer surface of the balloon. In this case, it is likely that the balloon interacted with the stent implants and/or the tortuous and calcified lesion such that the balloon became damaged (scratched) and ultimately ruptured upon a second inflation attempt. It was also noted that the balloon was pressurized above the rated burst pressure (rbp), which likely contributed to the experienced rupture. It should be noted that the warnings section of the voyager nc instruction for use states: balloon pressure should not exceed the rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Additional follow-up information received from the account stated that the balloon was soaked prior to use and the device was prepared outside the body per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use and the balloon was successfully pressurized once without incident, this indicates that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, heavily calcified and 80% stenosed, which likely contributed to the reported complaint. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for balloon ruptures for this lot.